Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified in right superficial femoral artery. A 3.0mm x 150mm x 150cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the central part. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.